Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) burst through the cartridge. The lens was partially inserted in the right eye (od). The doctor was able to remove the iol without enlarging the incision. Patient was discharged home. No other information was provided.

Manufacturer narrative:
Corrected data: additional information was received that was inadvertently not included in supplemental filing #1 providing details on the cartridge that was described as burst through the cartridge in the initial report. According to the surgery technician, the side wall of the cartridge split while the lens was being inserted into the eye of the patient. The replacement lens was model z9002. Patient outcome or identifiers were not provided. No other information was provided. Upon further review it was discovered that the report should have been against the cartridge and not the lens. Therefore, the following fields have been updated accordingly; section d1: brand name: unfolder silver section d2: type of the device: common device name: unfolder cartridge section d2: type of the device: device product code: section d4: model number: pscst30 section d4: catalog number: pscst30 section d4: lot number: ch08445 section d4: expiration date: 06-02-2021 section d4: UDI number: (B)(4). Section h3: device evaluated by manufacturer: no section h3: device evaluation anticipated but not yet begun. Section h4: device manufacture date: 06-02-2020. Section h6: medical device problem code: 1135-crack all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: return to manufacturer: 6/25/2021 section h3: device evaluated by manufacturer: yes device evaluation: complaint product was returned. Lubricant material was observed in the cartridge. The cartridge was cracked. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if the condition observed is related to handling or to manufacturing process. Based in the evaluation product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed several other complaints have been received for this production order number, but they are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 3/4/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Haptic damage (bent) was observed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted